Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, auto mode switch episodes and noise reversion episodes were observed due to oversensing atrial lead noise. The lead was recommended to be replaced. The asymptomatic patient was stable and will continue to be monitored remotely.